Manufacturer narrative:
Received one device. Confirmed complaint of "red screen and error code 41171" through power up test. Unit displays ec 41171 on every startup. Attempted clearing code but no change. Replaced main printed wire assembly (pwa) to resolve startup issues. Power up test now boots into both modes as expected. During investigation also found the downstream occlusion sensor (dso) seal was torn and needing replacement. After replacing dso seal. After repairs device passes visual inspection and power up test. Performed dso/upstream occlusion sensor (uso) calibration. Performed performance verification tests (pvt), unit passes all testing criteria. Software updated. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was a red screen and error code 41171. There was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.